Event description:
Additional information received notes that the patient's remote monitoring was restored by interrogating the insertable cardiac monitor (icm).

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.